Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was reported the patient presented to the outpatient division of the hospital. The patient was prescribed unspecified antibiotics and was sent home. At the time of this report the patient was not recovered from this peritonitis event. Physioneal therapies were ongoing. No additional information is available.